Event description:
It was reported when using the pyxis medstation es system, the main drawer was encountered failure and was not recognized on the bus. The customer reported that that the malfunction resulted in a delay in the medication dispensing process for the patient, prompting the user to manually retrieve the necessary medication from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the customer was getting "please open drawer" error message due to defective sensor and row board cable. The field service engineer conducted a replacement of the sensors and the row board cable. The customer subsequently tested the station and verified that the issue had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.